Event description:
The customer reported 12-lead ECG v2 signal loss. There was no report of adverse patient impact.

Manufacturer narrative:
The customer reported 12-lead ECG v2 signal loss. There was no report of adverse patient impact. The unit was evaluated at philips, but the symptom could not be duplicated and the device passed all testing. Based on the customer's report, we are considering this a malfunction. We are unable to determine the cause, because we could not duplicate the symptom.